Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed loss of capture and decreased sensing on the right ventricular (rv) lead. Fluoroscopy was performed, and dislodgement was noted on the rv lead. The physician elected to explant and replace the rv lead. The patient condition was stable.